Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the navigation system. Upon the system checkout the breakout box and the controller box were replaced. The system then performed as intended. Both parts have been returned but currently under analysis at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the breakout box had an amber light on it and stated faulted in the ent software. The cable into the navigation system was reseated and the system rebooted without resolution. The box remained faulted with am amber light. The site continued the case with a different medtronic navigation system. There was no patient impact reported and no delay to surgery.

Manufacturer narrative:
Additional information: patient identifier updated. Both the breakout box and controller box were returned for analysis. Through functional and physical examination no failure was found with either part. If information is provided in the future, a supplemental report will be issued.